Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked in multiple locations. The pusher assembly was fractured approximately 55.5 cm from its proximal end. The embolization coil was detached from its pusher assembly and not returned for evaluation. Conclusions: evaluation of the returned ruby coil confirmed that the coil was detached from its pusher assembly and revealed a fractured pusher assembly. If the ruby coil is forcefully advanced against resistance, damage such as a kink and subsequently fracture may occur. If the two fractured segments are separated, the pull wire may retract out of the distal detachment tip (ddt), and result in the embolization coil detaching from its pusher assembly. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician placed ruby coils in the target vessel using the lantern. While attempting to insert another ruby coil into the lantern, the physician noticed the ruby coil became detached within the introducer sheath; prior to entering the microcatheter. Therefore, the ruby coil was removed. The procedure was completed using additional ruby coils and the same lantern. There was no report of an adverse effect to the patient.